Manufacturer narrative:
Exact date of death is unknown. (B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (death, cardiac complications, renal failure, surgical conversion). Patient¿s condition affected effectiveness of device (tortuous anatomy). (Cause of events are unknown). Evaluation conclusion: known inherent risk of a procedure (death, cardiac complications, renal failure, surgical conversion). Device failure/lack of effectiveness related to patient condition (tortuous anatomy). (Cause of events are unknown).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. It was reported that, the physician deployed the endurant ii stent graft. The physician then attempted to wire the gate from the left iliac artery using a glidewire. Multiple attempts, with several shaped catheters, were made to get a wire up and over the flow divider to snare the wire. There was insufficient support, resulting in wire prolapse. The glidewire was discarded. As a result, due to the lack of availability of an aui device, the physician decided to convert to an open procedure. The patient survived the procedure, but was currently experiencing renal failure. Seven days post index procedure; the physician stated that the patient had expired. The patient had developed an ischemic sigmoid colon, and the physician was preparing to take the patient for exploratory surgery. The patient suffered a cardiac arrest and expired. It was reported that the death of the patient was not directly related to the stent graft. The patient was morbidly obese, which is why evar was originally chosen vs. Open surgery, as the physician felt that the patient was at risk with open surgery. The physician's inability to wire the gate forced him to convert to the open surgery. The physician noted that at explant, "the graft was placed perfectly and had great proximal seal." A review of returned films pre-implant showed that the neck diameter at the renal arteries was 25x29mm; the neck length was short (approximately 1cm). There was a 5cm max diameter aaa, and a 3.5x4cm diameter distal aorta. Both iliac arteries were tortuous. Images during implant were not provided. The cause of the cannulation difficulties could not be determined; it is possible that the tortuous anatomy may have contributed.